Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her one touch ultralink meter read inaccurately high compared to her feelings and or normal results and to another device. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2014. The patient reported that the alleged inaccuracy started on (B)(6) 2014 at 1:30 p. M. When she obtained a blood glucose reading of ¿600 mg/dl¿ with the subject meter. The patient manages her diabetes with an insulin pump and stated she took an increased dose of insulin (unknown type, 3 units) in response to the alleged inaccurate result(s) obtained with the subject meter. Within 10 minutes, the patient retested her blood glucose on another device (ultramini) and obtained a reading of ¿116 mg/dl.¿ based on statistical methodology the calculated difference between these glucose results exceeds the expected value of less than or equal to 30%. Between 1:30 p.m. - 2:00 p. M., the patient stated she drove herself to the urgent care/clinic. During that time, the patient stated she developed symptoms of ¿shaky.¿ at 2:00 p. M. A health care professional (hcp) tested her blood glucose and obtained a result of ¿79 mg/dl¿ with the doctor/clinic meter. The patient stated she self-treated with juice and confirmed she began to feel better about 10 min, afterwards. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution at the time to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurate high readings on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.